Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two samples were received for evaluation. A visual inspection was performed and a kink was found on the tubes. A root cause could be due to incorrect handling during the packaging or transportation process. A quality alert was creating to make the manufacturing personnel aware of this reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/13/2017.

Event description:
The customer reported that the tubing is kinked.